Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient went into cardiac arrest during the implant procedure. The patient was stabilized with oxygen and adrenaline, after which the procedure was discontinued. There have been no reports of further complications regarding this event and the patient is considering getting re-implanted in the future.